Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the machine is noisy and has been the whole time." The patient alleges difficulty breathing/short of breath, not feeling well with tightening of the chest, sneezing a lot, and tired all the time. The patient states the "symptoms began right after" they "started using the machine." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.